Manufacturer narrative:
Investigation is pending.

Event description:
A friend of the customer (end user) alleged a variance between the inratio inr results and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.0 and 1.0, poc inr: 2.0. Therapeutic range: 2.0 - 3.0. The time between testing was a few minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: as of 02/12/2016, the product was not returned for evaluation. Therefore, a review of the in-house testing history of strip lot 376826a was performed. The in-house testing, on the retained strip lot, met criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required. If the product returns, an investigation will be performed and a supplemental medwatch form will be submitted.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. The customer's complaint was not confirmed during in-house testing. Retain strips tested on the returned monitor met accuracy criteria. Functional and thermistor testing were performed on the returned monitor with passing results. A review of the entire in-house testing for lot 376826a was performed and found that the lot meets criteria; no product deficiency was found for this lot. A review of the manufacturing batch records for the reported strip lot was performed; the lot met release specifications. Impedance curve analysis was not performed because the customer's reported inr results were not present in the monitor memory. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.